Event description:
In this event, customer experienced itching and ear infections. There was medical intervention reported, the ear-nose-throat doctor (ent) advised the customer to discontinue use of their hearing devices and to visit the hospital. The customer was prescribed antiobiotics for treatment. The health care professional informed us that the patient has not yet recovered from infection and that their condition has worsened. No further information has been provided. Additional information about the patient's condition has been requested. Materials which are in contact with customers skin are tested for their biocompatibility.